Manufacturer narrative:
The reported condition of failure code 500:320:844:0000 that resulted in an interruption of therapy was confirmed in the event history file during product evaluation. This failure code was due to the lock up button not working and to the disconnected harnesses in the center housing. The harnesses were all reconnected to address the reported condition. The pump was tested and returned within specification.

Event description:
The facility representative reported a colleague infusion pump with failure code 500:320:844:0000. This event occurred during patient use and resulted in an interruption of therapy. An incident report has not been filed at the facility; however, hospital representative stated the patient was in critical condition at the time of the event. Levophed, 7.5 milliliters per hour at 10 micrograms per minute and phenylephrine 30 milliliters per hour at 200 micrograms per minute were being infused. The pump stopped infusing at the time of the failure code, the pump was swapped out and replaced. The therapy continued at that time. The patient outcome is not available at this time.